Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he was having high blood glucose and he went to see his health care professional. Customer's blood glucose was 107 mg/dl last night and this morning it was 290 mg/dl. Customer's blood glucose went up to 433 mg/dl. Customer treated with a manual injection and a bolus. Troubleshooting was performed and the customer had a low reservoir alarm in the alarm history. Customer performed the high pressure test and the pump passed. Customer removed the infusion set and found the cannula was bent. It was explained that high blood glucose are often caused by site and set issues.